Event description:
The hospital reported that during the coronary artery bypass procedure, the aortic cutter created a funnel shaped aortotomy. The surgeon used a blade to trim and even out the aorototomy and the procedure was completed using the heartstring seal without any issues. No other patient complications were reported.